Manufacturer narrative:
The cryosolutions set with 1 cartridge (B)(6) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. The device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. A definitive root cause could not be determined. The issue of gas escaping may be the result of issues with the cartridges. Per sales order records, it was identified that this customer previously received 33517 cartridges. Investigation by the product legal manufacturer/sales entity found that this lot of cartridges was affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and updated instructions for use (IFU) updates which have been distributed by integra to affected customers/distributors as part of a voluntary correction.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that upon attaching the cartridge to the cryosolutions set with 1 cartridge/1mm tip (33510) gas escaped from the small holes surrounding the control mechanism. This issue occurred before use on an animal patient. No injury was reported.